Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of 1000ml evacuated containers were broken inside the shipping container. The shipping box contained 6 glass bottles and one was broken upon arrival to the . This was observed prior to use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Correction to b5: add: broken upon arrival to the ¿customer¿ (missing the word customer on intital). H10: the actual devices were not available; however, photographs of the samples were provided for evaluation. Visual inspection was performed to the photographs which observed a damaged bottle in one of the returned photos. The reported condition was verified. The cause of the condition was due to the shipping/delivery process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.